Event description:
It was reported that the sutures of the perclose proglide device were deployed in an unspecified vessel using a preclose technique before an unspecified procedure. Reportedly, while reinserting the guide wire, an unsuccessful attempt was made to advance the guide wire past the proglide hemostatic valve. A .014 coronary wire was successfully used and after removal of the proglide, a micro-puncture kit was used to size up the guide wire to .035. The index procedure was completed and hemostasis was achieved with the sutures. Due to the device issue, the physician reported a significant clinical delay in the procedure. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Date of event (reported as occurring approximately 4 weeks ago).